Event description:
It was reported that the johnson and johnson (jnj) intraocular lens (iol) was explanted because the patient did not adapt well to the halos and glares. The iol was replaced with a different johnson and johnson lens model zcb00, 13.0 diopter. The customer was asked if there were complications such as a capsule tear, incision enlargement, vitrectomy, sutures or medication to prevent permanent impairment. The customer responded as n/a, not applicable. The patient outcome was also supplied as not applicable. No further information was provided.

Manufacturer narrative:
Section a3b, gender: unknown/not provided. Section a5, ethnicity: unknown/not provided. Section a6, race: unknown/not provided. Section h3, device evaluated by manufacturer: the device was not returned for evaluation as it was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Follow-up is being performed to obtain the missing information. However, to date, it has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: additional information provided indicated that the patient is white/not hispanic/latino and the eye affected, was the right eye. The date which the patient's symptoms first noticed was (B)(6) 2024. It was noted that the patient is very happy now. The following fields were updated accordingly: section a5. Ethnicity: not hispanic/latino. Section a6: race: white. Corrected data: in review, it was noted that section "a3b" field in the initial MDR report was inadvertently left blank. Also, it was noted that incorrect date (apr 2, 2024) was inadvertently entered in section "b3" of the initial MDR report; therefore, the information has been corrected in this supplemental MDR report accordingly as indicated below: section a3b. Gender: cisgender man/boy. Section b3: date of event: 01/25/2024. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.